Event description:
It was reported that the pt was revised, and the removed devices showed that the posterior/medial aspect of the tibial insert had broken off. Subsequently, wear was seen on the femoral component, tibial component and tibial insert.